Event description:
It was reported by the customer (biomed) that, during a colonoscopy exam, a burning smell was noticed emanating from the endoworks (ibm) computer. The computer lost power and further images could not be captured. The procedure was completed with the remaining olympus endoscopy equipment without further incident.

Manufacturer narrative:
The hospital biomed evaluated the computer after the exam and reported that the power supply had failed. The computer was repaired by the hosp biomed. The computer is not being returned by the hosp for further eval.